Manufacturer narrative:
H6 health effect - clinical code thromboembolism was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 67-year-old male with postcardiotomy cardiogenic shock (pccs), pre-support clinical status consistent with scai shock stage e, was supported with an impella 5.5 pump implanted via right axillary surgical arterial access on (B)(6) 2026 at 15:39. On (B)(6) 2026 at approximately 17:00, the impella device was explanted at the bedside in a routine manner by the surgical team. Per clinical staff, following the procedure and after sedation was allowed several hours to wear off, the patient demonstrated abnormal neurologic status. A stroke team evaluation was activated, and a CT scan confirmed an embolic cerebrovascular accident (cva). The device had been successfully weaned prior to explant, and the patient survived with a stable condition at explant. An apical thrombus was noted on echocardiogram dated (B)(6) 2026 and was identified as a potential contributing factor. The patient experienced an embolic stroke identified after routine bedside explant of an impella 5.5 used for pccs support. The device functioned through successful weaning and explant, and the patient survived. No device malfunction was identified, no product was returned for analysis, and based on the available information, a definitive causal relationship between the impella device and the reported stroke cannot be determined. The reported cva may be influenced by apical thrombus.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. H6: recaptured codes in h6(health effect - clinical code). Corrected information has been provided in d3( manufacturer fax). The root cause of the injury was unable to be determined due to insufficient clinical details.